Event description:
During the use of a loaner olympus nephroscope and an olympus ultrasonic lithotriptor with probe, metal flakes were noted within the patient's left kidney. There was an immediate halt of the procedure. There was an attempt to suction the metal flakes by the physician; but not all were able to be removed. The procedure was completed with alternate methods. All the equipment was evaluated after the case was completed. The machine was taken to bio-med with the hand piece. A picture was taken and given to the or manager. The damaged probe was given to the or manager. The loaner scope was returned to the manufacturer's representative.